Event description:
Customer reportedly obtained results of 400 mg/dl, 226 mg/dl, and 100 mg/dl on the compact system within 10 minutes. Customer was given 40 units of unk insulin, however, no adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.